Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain'), pregnancy with contraceptive device ('plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, (B)(6)') and vulvovaginal (B)(6) infection ('other injury(ies) or complication (s) please describe: vulvar lesions') in a (B)(6) female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (4*), gravida (5*), placenta previa, anemia of pregnancy, antenatal screening test, surgical wound infection, migraine and headache. Diagnosis: cervical spondylosis, stenosis of intervertebral foramen, right carpal tunnel syndrome, cervical radiculopathy, cervical disc herniall0n, idiopathic peripheral neuropathy. Previously administered products included for an unreported indication: fluconazole tab 150mg, amoxicillin 500, ciprofloxacin hcl 500 mg, fluticasone propionate, retin-a-cre, lidocaine hcl gel, silver sulfadiazine, ondansetron odt tab 4 mg, alprazolam tab 1mg, necon, nor-qd tab, norinyl, nora-be tab, hydrocodone, paramarvin vaginal cream, anuocort-hc sup and triamcinolone acetonide. Concurrent conditions included genital bleeding, vaginal discharge, irregular menstrual cycle, abdominal pain upper, peptic ulcer disease, fatigue, streptococcal sore throat, gastrooesophageal reflux disease, intramural leiomyoma of uterus, dysmenorrhea, dysfunctional uterine bleeding, cervical dysplasia, hemorrhoids, cherry angiomas, fluid loss, vision abnormal, dysuria, varicosity, paratubal cyst and seborrheic keratosis. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as aciclovir sodium (acyclovir abbott vial), doxycycline hyclate, estradiol, ethinylestradiol;ethynodiol diacetate (kelnor), famotidine, hydrocortisone, ibuprofen, iron, omeprazole (omeprazole 20 ananta) and (B)(6). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anaemia ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, (B)(6)"), (B)(6) ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, (B)(6)"), dyspepsia ("pain burning in gastric area") and arthralgia ("pain joint pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal (B)(6) infection (seriousness criterion medically significant), adnexa uteri cyst ("benign paratubal cyst") and gastric disorder ("I had a high risk pregnancy with extreme gastric illness") and was found to have seborrhoeic keratosis ("vulvar biopsy shows seborrheic keratosis benign hemangioma") and haemangioma ("vulvar biopsy shows seborrheic keratosis benign hemangioma"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes) and post partum fulguration of vulvar lesions.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had not resolved and the pregnancy with contraceptive device, vulvovaginal (B)(6) infection, adnexa uteri cyst, seborrhoeic keratosis, haemangioma, anaemia, (B)(6), dyspepsia and gastric disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri cyst, anaemia, arthralgia, dyspepsia, gastric disorder, (B)(6), haemangioma, pelvic pain, pregnancy with contraceptive device, seborrhoeic keratosis and vulvovaginal (B)(6) infection to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy. Excision of paratubal cyst on the right. Biopsy of vulvar lesion and fulguration of multiple vulvar lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received- case becomes valid with incident. New events pelvic pain, pregnancy with contraceptive device, device ineffective, adnexa uteri cyst, seborrhoeic keratosis, hemangioma, anemia, (B)(6), dyspepsia, arthralgia, vulvovaginal (B)(6) infection and gastric disorder were added. Product information lot number, indication and removal date were added. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (depo provera, iron, acyclovir abbott vial, kelnor, ibuprofen, (B)(6), hydrocortisone, doxycycline hyclate, estradiol, famotidine, omeprazole 20 ananta) were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain'), pregnancy with contraceptive device ('plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex') and vulvovaginal human papilloma virus infection ('other injury(ies) or complication (s) please describe: vulvar lesions') in a 39-year-old female patient who had essure (batch no. 922612) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (4*), gravida (5*), placenta previa, anemia of pregnancy, antenatal screening test, surgical wound infection, migraine and migraine headache. Diagnosis: cervical spondylosis, stenosis of intervertebral foramen, right carpal tunnel syndrome, cervical radiculopathy, cervical disc herniall0n. Idiopathic peripheral neuropathy. Previously administered products included for an unreported indication: fluconazole tab 150mg, amoxicillin 500, ciprofloxacin hcl 500 mg, fluticasone propionate, retin-a-cre, lidocaine hcl gel, silver sulfadiazine, ondansetron odt tab 4 mg, alprazolam tab 1mg, necon, nor-qd tab, norinyl, nora-be tab, hydrocodone, paramarvin vaginal cream, anuocort-hc sup and triamcinolone acetonide. Concurrent conditions included genital bleeding, bloody vaginal discharge, irregular menstrual cycle, abdominal pain upper, peptic ulcer disease, fatigue, streptococcal sore throat, gastrooesophageal reflux disease, intramural leiomyoma of uterus, dysmenorrhea, dysfunctional uterine bleeding, cervical dysplasia, hemorrhoids, cherry angiomas, fluid loss, vision abnormal, dysuria, antepartum varicose veins of legs, paratubal cyst and seborrheic keratosis. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as aciclovir sodium (acyclovir abbott vial), doxycycline hyclate, estradiol, ethinylestradiol;etynodiol diacetate (kelnor), famotidine, hydrocortisone, ibuprofen, iron, omeprazole (omeprazol 20 ananta) and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anaemia of pregnancy ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex"), genital herpes simplex ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex"), dyspepsia ("pain burning in gastric area") and arthralgia ("pain joint pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal human papilloma virus infection (seriousness criterion medically significant), adnexa uteri cyst ("benign paratubal cyst") and gastric disorder ("I had a high risk pregnancy with extreme gastric illness") and was found to have seborrhoeic keratosis ("vulvar biopsy shows seborrheic keratosis benign hemangioma") and haemangioma ("vulvar biopsy shows seborrheic keratosis benign hemangioma"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes) and post partum fulguration of vulvar lesions.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had not resolved and the pregnancy with contraceptive device, vulvovaginal human papilloma virus infection, adnexa uteri cyst, seborrhoeic keratosis, haemangioma, anaemia of pregnancy, genital herpes simplex, dyspepsia and gastric disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri cyst, anaemia of pregnancy, arthralgia, dyspepsia, gastric disorder, genital herpes simplex, haemangioma, pelvic pain, pregnancy with contraceptive device, seborrhoeic keratosis and vulvovaginal human papilloma virus infection to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy.excision of paratubal cyst on the right. Biopsy of vulvar lesion and fulguration of multiple vulvar lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-jan-2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain'), pregnancy with contraceptive device ('plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex') and vulvovaginal human papilloma virus infection ('other injury(ies) or complication (s) please describe: vulvar lesions') in a 39-year-old female patient who had essure (batch no. 922612, eff305) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity (4*), gravida (5*), placenta previa, anemia of pregnancy, antenatal screening test, surgical wound infection, migraine and migraine headache. Diagnosis: cervical spondylosis stenosis of intervertebral foramen right carpal tunnel syndrome cervical radiculopathy cervical disc herniall0n idiopathic peripheral neuropathy. Previously administered products included for an unreported indication: fluconazole tab 150mg, amoxicillin 500, ciprofloxacin hcl 500 mg, fluticasone propionate, retin-a-cre, lidocaine hcl gel, silver sulfadiazine, ondansetron odt tab 4 mg, alprazolam tab 1mg, necon, nor-qd tab, norinyl, nora-be tab, hydrocodone, paramarvin vaginal cream, anuocort-hc sup and triamcinolone acetonide. Concurrent conditions included genital bleeding, bloody vaginal discharge, irregular menstrual cycle, abdominal pain upper, peptic ulcer disease, fatigue, streptococcal sore throat, gastrooesophageal reflux disease, intramural leiomyoma of uterus, dysmenorrhea, dysfunctional uterine bleeding, cervical dysplasia, hemorrhoids, cherry angiomas, fluid loss, vision abnormal, dysuria, antepartum varicose veins of legs, paratubal cyst and seborrheic keratosis. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as aciclovir sodium (acyclovir abbott vial), doxycycline hyclate, estradiol, ethinylestradiol;etynodiol diacetate (kelnor), famotidine, hydrocortisone, ibuprofen, iron, omeprazole (omeprazol 20 ananta) and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced anaemia of pregnancy ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex"), genital herpes simplex ("plaintiff claimed pregnancy (with complications) high risk pregnancy in elderly multigravida, anemia, genital herpes simplex"), dyspepsia ("pain burning in gastric area") and arthralgia ("pain joint pain"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal human papilloma virus infection (seriousness criterion medically significant), adnexa uteri cyst ("benign paratubal cyst") and gastric disorder ("I had a high risk pregnancy with extreme gastric illness / burning in gastric area") and was found to have seborrhoeic keratosis ("vulvar biopsy shows seborrheic keratosis benign hemangioma") and haemangioma ("vulvar biopsy shows seborrheic keratosis benign hemangioma"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes) and post partum fulguration of vulvar lesions.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and arthralgia had resolved and the pregnancy with contraceptive device, vulvovaginal human papilloma virus infection, adnexa uteri cyst, seborrhoeic keratosis, haemangioma, anaemia of pregnancy, genital herpes simplex, dyspepsia and gastric disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered adnexa uteri cyst, anaemia of pregnancy, arthralgia, dyspepsia, gastric disorder, genital herpes simplex, haemangioma, pelvic pain, pregnancy with contraceptive device, seborrhoeic keratosis and vulvovaginal human papilloma virus infection to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy.excision of paratubal cyst on the right. Biopsy of vulvar lesion and fulguration of multiple vulvar lesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Lot number added.event pain joint pain and pelvic pain outcome updated. Fu 4 and fu 5 process together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.